Event description:
Pt was receiving tpn and lipids through the stopcock. Nurse found stopcock was leaking and the pt had approx. 12 cc blood loss. Hgb had dropped and the pt received 30 cc of packed red blood cells.